Manufacturer narrative:
Event description and provided photograph revealed item not at fault the item had not contributed to the event - thus, concomitant item.

Event description:
Patient complained of hip pain. Hip was converted to a cemented accolade psc cup 36 liner , biolox head.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient complained of hip pain. Hip was converted to a cemented accolade psc cup 36 liner , biolox head.